Event description:
End user alleges while operating the power scooter she made a sharp turn, struck a pothole and fell from the scooter. End user was not wearing a seat belt. Allegedly, as a result of the incident the end user fractured her thumb and required outpatient surgery.

Manufacturer narrative:
No malfunction of motorized scooter suspected as it performed as intended during a field eval. End user reported making too sharp of a turn in the motorized scooter and not wearing a seat belt. The owner's manual warns, "always reduce your speed when making sharp turns", and "always use a seat belt, and keep your feet on the scooter all the time." "Never try to use your scooter beyond its limitations."